Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician applied pressure on the inserter and driver wherein causing the spindle cap to pop off of the implant during the sagittal wiggle. The broken spacer was removed from the patient and a new spacer was successfully implanted. The device was not returned as it was discarded by the medical facility.